Event description:
During a paroxysmal atrial fibrillation procedure, a faradrive was selected for use. When the physician aspirate from the faradrive while entering with the farawave catheter, the physician encountered continuous air bubble ingress. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications. It is unknown if the device will be available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.